Event description:
During implant procedure, the right ventricular (rv) lead became dislodged. The rv lead was explanted and the helix was tested. The helix was not able to be extended or retracted effectively. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations of the lead found the helix was bent/stretched consistent with procedural damage and clogged with blood/ tissue. The helix mechanism/ extension length test was not performed due to damaged helix, as received. The cause of the reported event of helix mechanism issue was isolated to the helix being bent/stretched and clogged with blood/tissue.